Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to electrical continuity error as a result of water invasion. In addition, universal cord chemical damage and connector/plug/circuit board corrosion were noted. Moreover, control unit corrosion/scratches, insertion part dents/cuts, and connector discoloration were observed. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope display an e226 communication error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "communication error e216" was presumed to have been due to water invasion of the device. The cause of suggested phenomenon "bending tube fell off" could not be further determined. Olympus will continue to monitor field performance for this device.